Event description:
It was reported that the left ventricular (lv) lead was noted to be dislodged. A venogram found that the patient was occluded, so the patient was transferred to another location for laser extraction of the lead. No new lv lead was implanted as the patient did not respond to bi-ventricular pacing therapy. There were no complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead in segments was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation was melted, the outer insulation was breached cut, the outer insulation had a white substance, the outer insulation had a cosmetic depression, and there was apparent explant damage.